Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2024 due to a broken dorsal plate. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2024 due to a broken dorsal plate. No other patient outcomes were reported as a result of this event. No device was returned for evaluation. However, photographic evidence was reviewed and confirmed that the plate and a screw broke. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.